Manufacturer narrative:
Physical analysis cannot be performed as product was not returned. Customer reported no osseointegration.

Event description:
Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.